Event description:
It was further reported that the patient's rapid af was not related to their ra lead or rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope and rapid atrial fibrillation (af) at home and was brought by ambulance. Intermittent undersensing was noted on the right atrial (ra) and right ventricular (rv) leads.   No further patient complications have been reported as a result of this event.